Manufacturer narrative:
(B)(4).

Event description:
It was reported that a patient presented to the emergency room after shock therapy was unable to convert a rhythm that accelerated into the vf zone. The patient was cardioverted externally which successfully broke the patient's persistent arrhythmia. The device remains implanted.